Event description:
The pt contacted lfs alleging that their one touch ultra meter was prompting the error 4 message. The pt neither alleged harm nor experienced injury or medical intervention. They contacted a medical professional for advice; howwever, no further treatment was sought. The custoemr service rep confirmed that they were using correct testing techniques, the test strips were in good condition, the samples were drawn from their finger, and the approximate room temperature when the reading was taken was within range. The csr walked the pt through a retest and the meter prompted the error 4 message. Pt's meter, test strips, and control solution were replaced.